Event description:
Additional information was received noting that the patient received a full revision due to low impedance. The suspected explanted device has not been received to date.

Event description:
The lead assembly was returned for analysis and completed. The reported low impedance due to short circuit condition was verified. Abraded openings in the inner silicone tubing of the lead coils at the lead body, resulted in portions of the lead coils exposed within the outer tubing allowing electrical contact between the coils. There was also body fluid found with the only possible point of entrance being the abraded insulations. Note that since the electrode array portion was not returned for analysis, an evaluation and resulting commentary cannot be made on that portion of the lead. Other than the above-mentioned observations and typical wear and explant related observations, no other anomalies were identified in the returned lead portion.

Event description:
Product analysis (pa) for the explanted generator was completed. The pulse generator was explanted/returned due to ¿prophylactic replacement¿. Various electrical loads were attached to the pulse generator and results of diagnostic tests demonstrate that accurate resistance measurements were obtained in all instances. A comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. The battery, 3.017 volts as measured during completion of the final electrical test, shows an ifi=no condition. The data in the diagaccumconsumed memory locations revealed that 29.735% of the battery had been consumed. There were no performance, or any other type of adverse condition found with the pulse generator. Pa worksheet was reviewed and no anomalies were noted. Datadump was reviewed and was noted that the >25% change took place on 4/27/2021 which was after explant. The pre-change value was 248 ohms and the post-change was 362 ohms. It is unknown when the pre-change impedance value took place and could have been prior to explant.

Event description:
The explanted products were received into analysis and is currently ongoing. No additional relevant information has been received to date.

Event description:
It was reported that the patients device was showing low impedance. No known surgery has occurred to date. No additional relevant information has been received to date.